Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2021. H.6. Investigation: bd received samples and photos from your facility for investigation. The samples and photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes/ extenders with molding defects. The following information was provided by the initial reporter. The customer stated: distortion of the plastic of the tube. The tube came to the endocrinology lab as distorted as in the picture attached ( the top of the tube is swollen ).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes/ extenders with molding defects. The following information was provided by the initial reporter. The customer stated: distortion of the plastic of the tube. The tube came to the endocrinology lab as distorted. The top of the tube is swollen ).